Manufacturer narrative:
(B)(6). Date of report: 09aug2019. The biomedical engineer found solenoid pins on gds leaning forward not going into the da board, causing the error code 110b to create the alarm after 10 minutes running. The board was properly reseated and unit is now working fine. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports 110b check vent alarm for proximal pressure autozero failure. There was no patient involvement.